Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient was implanted with a bard/davol soft mesh. The attorney's report alleges pain, injury, "pain and suffering", disability, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed tot he reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.